Manufacturer narrative:
(B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed that the catheter was difficult to flush and that there was a telescope retraction problem.

Event description:
It was reported that a catheter issue occurred. The severely stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation of the ivus catheter outside the body, it could not be flushed despite trying various methods, and bubbles were observed, resulting in unclear imaging. The procedure was completed another of the same device. The patient was stable, and no complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The severely stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation of the ivus catheter outside the body, it could not be flushed despite trying various methods, and bubbles were observed, resulting in unclear imaging. The procedure was completed another of the same device. The patient was stable, and no complications were reported.